Event description:
Literature: velasco f, carrillo-ruiz jd, castro g, et al. Motor cortex electrical stimulation applied to pts with complex regional pain syndrome. Pain. 2009; 147(1-3):91-8. Summary: this article presents a study of five pts with complex regional pain syndrome (crps) implanted with motor cortex stimulation (mcs) to assess the efficacy of mcs. The pts were assessed pre-operatively and then post-operatively monthly for a yr, and every six months after that. There was also a double-blind maneuver introduced ins which the stimulators were turned off for 30 days either 30-60 days after implant or 60-90 days after implant. Reportable event: several days after implant, the pt's pain incremented to a vas of 7. After testing the battery charge and implantable neurostimulator (ins) impedance and integrity, as well as recording frontal cortico-cortical evoked potentials of similar amplitude to the pre-operative potentials, pulse amplitude was increased to 8v without significant improvement. Analgesic combination and nerve and sympathetic blocks induced only mild and transient analgesia. The pt was seen at the vascular clinic where it was determined the pt's illness had progressed. The pt was re-evaluated as a new pt. Plain x-ray films demonstrated that the superior part of the lead had migrated backward toward the sensory cortex. The craniotomy was re-opened and the lead was removed. The pt underwent a second trial which was successful, and the pt was later implanted with a new lead. Since that time the pt had complete relief of symptoms, was off analgesics, and back at work.